Event description:
The facility reported an infusion pump with a failure code 814:04. The failure was reported to have occurred during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 814:04 was confirmed in the event history by the baxter repair technician. Inspection of the device revealed the failure was caused by a defective pump head module assembly, which was replaced. The device was tested by the repair technician and returned to service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.